Event description:
Two devices were used in this procedure, please see medwatch report # 1519132-2009-00006 for the second device. During a prostate surgery, the end of the scope and the tip of the sheath blew apart. Chips of beak were removed from the bladder and the prostate was burned. A new scope and a new sheath were used to finish the procedure.

Manufacturer narrative:
The customer's observation was not confirmed. The investigation revealed that the distal end of the scope is severly burned. The burn damaged the optics and broke the seal, which allowed moisture into the scope. The burn damage was user error. Another device was also used in this procedure, medwatch report# 1519132-2009-00006 for an emrs-28b sheath. The distal tip of the sheath was broken into several pieces and had burn damage as well. The burn damage was user error.